Event description:
Reported by (B)(6) hospital that a right gamma3 nail was in a left box

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The long nail kit was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. The reported event is justified: the laser printing on the nail is incorrect; the nail was manufactured as a left nail. No discrepancies were detected during risk analysis review.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Reported by (B)(6) hospital that a right gamma3 nail was in a left box.